Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarms. The customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump was not exposed to high magnetic field. Customer was able to clear the alarms. Customer stated that they are not able to rewind the insulin pump. Advised to discontinue use of the pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had constant pump error 38 alarm during the rewind test due to corroded motor home switch causing the motor slide to rewind past the motor home switch and remaining stuck against the motor housing. Unable to perform the prime/seating test, basic occlusion test,occlusion test, force sensor test, displacement test, sleep current measurement and active current measurement due to constant pump error 38 alarm. Unable to test for pump error 43 due to constant pump error 38 alarm. The test battery was removed and reinserted with no failed battery test alarm noted. The electronic assembly was corroded and force sensor had moisture damage. Device had a scratched case.